Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component. It could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was issued in order to determine exact root cause. The current process controls detection includes post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Sampling visual inspection is performed for rotating luer lock at incoming inspection area.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: when biomed was taking off a dark blue cap from a primary line that was hanging on the pump, crunching sound popped and when biomed looked at the end of the cap, biomed noticed cracks in the connector. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.